Manufacturer narrative:
(B)(4).

Event description:
It was reported that these insert trials and spacers are cracked: gii ps hi flex isrt tr s5-6 11, univ isrt spacer sz5-6 13m, univ isrt spacer sz 5-6 15mm, gii cr deep flx isr tr s5-6 9, and gii cr deep flx isr tr s5-6 11. It is unknown whether the event happened during surgery and if there was patient involvement.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the device was conducted and confirmed the device is cracked in the middle, rendering it inoperative. The device exhibits signs of significant wear and use. A review of complaint history revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.